Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting multiple loss of prime warnings. It was noted that the loss of prime warnings had occurred with at least three separate cartridges from two separate boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2014 with the following findings: a review of the pump¿s black box history showed that a loss of prime with non-zero force was recorded. A loss of prime occurred during investigation. The force sensor calibration reading was found to be out of the required specifications. The pump case was removed and no defects were found to force sensor. The force sensor resistance reading was found to be within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional information: the pump¿s serial number was not included on the initial report. The pump¿s serial number has been updated to (B)(4).

Manufacturer narrative:
Follow-up #3 date of submission (B)(4) 2014. Device evaluation: it was previously reported that a loss of prime was duplicated during testing. The loss of prime warning was not duplicated. Evidence of a loss of prime associated with a low, non-zero force was found in the pump black box data. The force sensor calibration reading was low and not within specifications, while the force sensor resistance was within specifications.